Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a blank display. Their blood glucose was 265 mg/dl. They said that the events that led up to the blank display was that the battery died and that the pump was without a battery for about an hour. During troubleshooting for the blank display, the customer said that their pump was not exposed to moisture and that there was no physical damage. They declined any further troubleshooting for the blank display. The customer also reported having a battery out limit alarm and that it alarmed during normal use. They were advised that this is normal pump behavior. They also mentioned having a low battery alert and troubleshooting was performed. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.